Manufacturer narrative:
The fse found that there was a small dried spray near the chamber that he assumes was from the crack but no visible liquid was noted. Per the fse, bubbles inside the chamber could be seen coming from the upper side right by the top. The fse replaced a cracked vc222 chamber with a new chamber, flushed the vacuum line and the leak was fixed. Failure mode was a crack at the vc222 waste chamber. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Manufacturer narrative:
Report source: other, beckman coulter field service engineer.

Event description:
Beckman coulter field service engineer (fse) was working on another unit at the facility and noticed a small crack in the chamber of the unicel dxh 800 coulter instrument with material that looks like dried splatter around the crack. The volume of the leaked material is unknown and the leak was contained within the analyzer. The customer did not report this event to beckman coulter. The material safety data sheet (msds) was reviewed. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.